Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous mid left anterior left anterior descending coronary artery that was mildly calcified and 90% stenosed. Following pre-dilatation, the xience sierra stent system was introduced into the anatomy, prepared for use and advanced to the lesion. During stent deployment, the balloon ruptured at 14 atmospheres. Angiography indicated that the stent was not fully expanded; thus, post dilatation was performed with an nc traveler balloon. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states that device preparation is performed prior to insertion to identify any potential issues related to balloon or inflation lumen damage. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices, interactions with lesion calcification and tortuosity. There is no indication of a product quality issue with respect to manufacture, design or labeling.